Manufacturer narrative:
D3 - mfg establishment name: corrected h3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected, and the extension set is connected reverse to the flow direction. The customer reported issue of "high pressure alarm" was confirmed. The probable cause was extension set installed incorrectly during use, preventing proper flow. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while administering floran at home, the "high pressure alarm" suddenly went off. The same alarm occurred even after replacing it with two other pumps. The operator went to the emergency outpatient clinic at the hospital. The same alarm went off even after replacing it with a pump stored at the hospital. However, it operated normally after replacing it with a cassette stored at the hospital. This occurred during use, and there was no reported patient harm/adverse event.